Event description:
When the device was used during a low anterior resection, the surgeon heard the plastic washer break. After firing, the staples didn't form. The surgeon used another like device to complete the procedure. There was no patient consequence.